Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/25/2017 with the following findings: review of the black box data confirmed records of motor error occlusion during prime ((B)(4)). The black box history indicates service 064 alarms due to occlusion present during the prime function. On investigation, the pump was powered on normally. Rewind, load and prime sequence was successfully completed. The pump was exercised for 24 hours without the occurrence of any alarms. Investigation did not duplicate the complaint.